Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens -18.00/+1.0/177 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2019. A couple of hours after the initial surgery, the patient experienced pain and a negative effect on her vision. A cataract had developed. The lens will be explanted but to date remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Patient code 1937: inflammation. Patient code 3191: angle closure. Claim#: (B)(4).

Manufacturer narrative:
Lens implanted upside down. Patient code 1937 in previous MDR corrected to 1932. Claim#: (B)(4).